Event description:
An ent surgeon reported that while in an ent procedure, he was getting a localize not connected error. He was unable to move forward or backward in the software, the screen was completely frozen. Ctrl/alt/backspace did not work; checked his connections and all are 'ok' with emitter. A medtronic rep worked with the surgeon to exit the software and come back in. He was able to find his exam and proceed with the case. The surgery was completed with the use of the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Software investigation ongoing.